Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic assisted vaginal hysterectomy, tissue was sticking to the jaws of the device more than usual. No patient injury occurred or medical intervention was required.